Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Customer consumed carbohydrates to address low bg. Suspected cause was due to the customer¿s personal profile settings being removed after the pump shut down. Customer re-entered the personal profile settings into the pump to resolve the issue and continued to use the pump for insulin therapy.